Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the ER on (B)(6) 2018 for a low blood glucose value. The customer accidentally took too much insulin and went low. They were treated with glucose and monitored by medical staff. Troubleshooting did not occur. The insulin pump was not returned for analysis.